Event description:
It was further reported that the patient had a device check or in office visit and noted that the ra lead was capturing appropriately. The patient's alerted mental status was not related ra lead performance, unrelated to device. It was not the ra lead with no capture, it was a competitor right ventricular (rv) lead, plus the patient is biventricular pacing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 620rg29 annuloplasty ring implanted (B)(6) 2007, 0154 lead implanted (B)(6) 1999 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented in an altered mental status. Capture could not be confirmed on the right atrial (ra) lead. The lead remains in use. No further patient complications have been reported as a result of this event.